Event description:
Two pt samples with low sodium results, that were higher when compared to another analyzer. Pt 1, initial result 116 mmol/l, repeat 123 mmol/l. Pt 2, initial result 126 mmol/l, repeat 142 mmol/l. Erroneous results reported. Patients not adversely affected. The field service rep determined the cause to be a problem with the ise tubing and defective probe b. Ise tubing and probe b were replaced as well as cleaning the fluid path and adjusting the ise module. Performance tests were performed verifying operation to be within specification.